Manufacturer narrative:
The sample device is indicated as available for evaluation. As of the date of this report, the sample has not yet been returned. A follow-up report will be provided once the device has been returned and an investigation is completed.

Event description:
PICC line was reported to be leaking at the strain relief after 30 days.